Manufacturer narrative:
Follow-up #1: date of submission 8/11/2016 device evaluation: the device has been returned and evaluated by product analysis on 07/20/2016 with the following findings: visible moisture behind display lens. Leak test performed; failed due to a pump case leak. Pump opened; evidence of moisture found internally on transceiver pcb, main pcb (ir(u29), inside cover (piezo & vibration motor). Unable to perform/verify all steps of this investigation due to internal moisture; failure to power up. . Vibration not detected; rust/corrosion found on vibration motor..3) pump case cracked near the top right corner of the display lens at the case seal. Audio bolus button cover damaged/torn; unable to test response.. Keypad peeling up at base unable to test button response. Removed keypad to inspect under contacts; no contamination found under contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.